Event description:
It was reported to medtronic minimed that the customer experienced insulin pump possible under delivery anomaly. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: patient ate a meal and gave himself a bolus. Other than insulin, indicate medications taken to treat diabetes: no. Document type of diabetes: type 1. The event involved product(s) mmt-342, mmt-1880, mmt-431ak. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for high bgs/under delivery. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-342. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-431ak.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Delivery anomaly-possible under delivery not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded/peeling serial number label, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(6), on the event date of (B)(6) 2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 262500 (26.25 u) and dailytotalofbolusinsulindelivered = 192000 (19.2 u) which is equal to the dailytotalofallinsulindelivered = 454500 (45.45 u). On the primary svn (B)(6), perform the history review 1 week prior to the event date (B)(6) 2024 in the pump history file and found 1 nodelivery (7) alarm on (B)(6) 2024 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On a related svn (B)(6), perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file and found 2 nodelivery (7) alarm on (B)(6) 2025 (during bolus), and 5 nodelivery (7) alarm on (B)(6) 2025 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (19.9 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs (hyperglycemia). Delivery anomaly-possible under delivery not confirmed. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.